Event description:
Spoke with (B)(6). Cr menu not populating. Advised to try replacing battery. Going back and entering menu again. Cr menu and delivery still missing and not visible on menu. Transferred to (B)(6), psr to schedule replacement for pump sn: (B)(4). No clinical injury reported. Pump will be returned for replacement. Diagnosis or reason for use: i27.0.